Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device for k-wires was not gripping the wires as designed. As a result, there was five minute delay in the surgical procedure. An identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information have been disclosed. If additional information should become available information, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the coupling tool side was worn out. It was noted that the device was unable to clamp the k-wires and the bearings had ceased up. It was also noted that the device failed pre-repair diagnostic tests for cannulation, smooth running, clamping range, untrue running, gripping power, and function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.